Event description:
A patient with a recovery filter went to the cardiologist due to chest pain. It was reported that films showed that one arm of the filter was in the pulmonary artery and one was in the atrium. Patient was referred to a cv surgeon for follow up. Cv surgeon requested information on the filter and potential patient treatment.